Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would intermittently not charge. Additionally, it was reported that the usb cable would intermittently not stay in the usb port. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.